Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed the subject meter started reading inaccurately on august 21, 2016, when she obtained an alleged inaccurately high blood glucose result of "97 mg/dl" compared to "68 mg/dl" on a onetouch ultra2 meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results meets lfs' accuracy criteria. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She claimed that an unspecified time after the start of the alleged issue, she developed symptoms of "trembling, weak and ready to pass out" which she associated with a hypoglycemic event. The patient denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient's meter was replaced by the pharmacy. This complaint is being reported because the patient claims she obtained an inaccurately high result on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.